Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Possible terminal block corrosion due to gate oxide defects in the device was suspected. As a result, the system was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.